Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation, the reprocessing practice of the user facility was checked and one deviation from the instruction for use of the subject device were confirmed as follow. The biopsy valve, air/water valve, and the suction valve had not been brushed. The device had been reprocessed with an olympus automated endoscope reprocessor model etd3 (not available in the USA) using peracetic acid. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and confirmed as follows. There was an air leak in the angulation knob for right/left direction. There were cracks in the light guide lens and the objective lens. The glue around the objective lens was partially chipped. The insertion tube was kinked at proximal side. There were dents in the angulation knobs. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive for stenotrophomonas maltophilia on (B)(6) 2018. The device had been reprocessed with a non-olympus automated endoscope reprocessor, washer-disinfector (wassenburg). There was no report of infection associated with this report.